Manufacturer narrative:
Updated data: b3. B5. H6. H11. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: deliv sys d-evolutfx-2329, product ID: d-evolutfx-2329, serial/lot: unknown, use by date: unknown, UDI: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of death was pericardial effusion.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. Approximately 30 minutes following the implant procedure, an echocardiogram was performed that revealed a delayed pericardial effusion. The patient coded and became pulseless. Subsequently, a pericardiocentesis was performed followed by a small pericardial window; however, the bleeding was unable to be stopped. The patient requested to not undergo open-heart surgery; therefore, surgical repair was not performed. The patient was transported to the intensive care unit (ICU) and died later that night. Per the physician, the implant procedure contributed to the death.

Manufacturer narrative:
Continuation of d10: product ID (d-evolutfx-2329); product lot/serial number (unknown); product type: (0195-heartvalves). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.